Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer was unable to complete load. The contact was unable to provide if there was a specific notification received. The contact assisted the customer load a new cartridge. There was no reported impact to the customer's blood glucose level.